Manufacturer narrative:
A1 - unk a2 - unk a3 - unk a4 - unk a5 - unk a6 - unk d6a - unk d6b - unk h6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6. -13.5/3.5/038 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os). Lens exchanged with a longer length lens. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
Information correction; d6b - reported as unk - correct to (B)(6) 2024 claim# (B)(4).